Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. The customer was sleeping and the pump alarmed that he was low. The customer uses auto mode on their pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.